Event description:
Reporter alleged blood glucose was 163 mg/dl at 12:28 and so customer did not eat but took the dog for a walk. It was stated at 4:49 am glucose was 468 mg/dl, at 4:51 am was 328 mg/dl, and then 168 mg/dl within another min. No actions were reportedly taken or treatment rec'd as a result. A request was made for the return of the suspect device and replacement product was sent.